Event description:
It was reported there was a connection issue between the minicap transfer set and patient line of the cassette. The patient line would not come off from the blue tip (female connector) and the other end of the blue tip was ¿spinning around." This occurred when disconnecting after peritoneal dialysis therapy. The transfer set had been in use for one week and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.